Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical report states that patient is experiencing squeaking in the hip. Update rec'd 03/14/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 04/09/2016. **update received 2/6/17. The sales rep has reported the revision surgery. Patient was revised to address squeaking in the hip and discomfort. *complaint was updated on 2/14/17. **update received 4/4/17. An additional clinical report was received. The report states that patient was revised to address joint effusion and synovial hypertrophy along side of the femoral neck and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient is experiencing squeaking in the hip.update rec'd 03/14/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decisoin.**update received 2/6/17. The sales rep has reported the revision surgery. Patient was revised to address squeaking in the hip and discomfort.